Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, unintended right tilt movement of the table top occurred during the procedure. According to the provided information, at the time of incident the patient was lying on their back and was not secured with straps. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely unintended tilt movement of the table which creates a risk of patient falling from the table, was to reoccur.the affected getinge device has been evaluated by the company¿s service technician. The technician has confirmed the malfunction of the operating table is pointing to too much horizontal play (left-right tilt movement), lack of stability of the table top on the main actuator. When load was applied to the table, the table spontaneously fell to the right side, then actuator did not return to the set position. The staff reported lack of training in the use of the table.upon the repair of the affected operating table, it was reported that the bending was loose when the table was tilted left. The right tilt was stable. When the left tilt was used, the double check valve was getting stuck and the table top dropped to the left and was loose. The double check valve was concluded to be defective and was replaced. After the repair the operating table was tested and released to usage.as the operating table was in use for less than two months, the defective double check valve (part number 5202784 serial number t08250) was returned to further evaluation. According to the supplier of this particular part, the valve was manufactured in august 2022. The reported defect could be reproduced. During the visual inspection it was found that there was a foreign body (thread) between the valve seat and the valve cone. A foreign body in the valve was determined as the cause of the fault. The supplier assessed that it was not possible to understand how this could have got there, but it cannot be ruled out that this happened during assembly of the operating table.with the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As malfunction of the operating table was found, it was considered that the getinge device was not up to the specification. Based on the supplier¿s assessment it has been established that the most likely root cause of the issue investigated herein is manufacturing problem during assembly leading to the defect of the double check valve. The issue investigated herein is a single and isolated case.we currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.the correction of h4 device manufacture date, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation.previous h4 device manufacture date: 01/01/2023corrected h4 device manufacture date: 01/09/2023previous h3a device evaluated by manufacturer: nocorrected h3a device evaluated by manufacturer: yesprevious h3b device not eval provide code: othercorrected h3b device not eval provide code: n/aprevious h3c if other provide code - explain: device not returned to manufacturercorrected h3c if other provide code - explain: n/a

Event description:
On 9th march 2023 getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, unintended right tilt movement of the table top occurred during the procedure. According to the provided information, at the time of incident the patient was lying on their back and was not secured with straps. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely unintended tilt movement of the table which creates a risk of patient falling from the table, was to reoccur.

Event description:
On 9th march 2023 getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, unintended right tilt movement of the table top occurred during the procedure. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely unintended tilt movement of the table which creates a risk of patient falling from the table, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.